Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient felt dizzy, could not concentrate, was lightheaded, and became unconscious. The cgm reading was 200 mg/dl. The partner called 911 and the bg was no checked. The bg by emergency medical services was 79 mg/dl while the egv was 202 mg/dl. The patient was taken to the ed. Other times, the bg was 58 mg/dl while the egv was 236 mg/dl and 46 mg/dl while the egv was 205 mg/dl. The patient had blood and urine testing. He was given carbohydrates for hypoglycemic shock. He stayed for almost 5-6 hours and was released from the hospital around 2:00 am. He was doing okay during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.